Event description:
A (B)(6) patient was being lifted into the ambulance for four emts when one of the two load frame hinges broke. The stretcher was then lowered to the ground with no injuries to the emts or patient.

Manufacturer narrative:
The hinge material was verified with zero deficiency. Failure analysis indicates likelihood of sudden weight shift and/or uneven weight distribution.